Manufacturer narrative:
According to fraxel laser systems operator manual (p009220-03 rev. A), edema and delayed wound healing / skin textural changes are possible complications of fraxel treatment. Mild to moderate edema (swelling) typically develops immediately after treatment and diminishes, or resolves within the first several days post-treatment. A small degree of swelling may last longer in some cases. Following laser treatment, re-epithelization may not occur as expected due to patient physiology, i.e. Poor wound healing ability, or post-treatment care. This may result in undesirable textural changes. The doctor confirmed no permanent damage should occur to the patient because of this event. A review of the manufacturing records showed all requirements were met. Doctor''s office stated no system errors or anything out of the ordinary occurred during treatment. The doctor did not perform requested burn paper test and thus the manufacturer cannot verify proper pattern/coverage during treatment. Based on the available information, no causal factors can be determined, and no conclusions can be drawn.

Manufacturer narrative:
A review of the lot manufacturing records is in progress. The device was not returned. System has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. Customer can also utilize the burn paper to confirm system laser is providing correct pattern/coverage. Customer did not perform requested burn paper test and thus proper pattern/coverage cannot be verified.

Event description:
A doctor reported that the patient had prolonged healing which led to facial nerve swelling and decreased lip movement. Follow up with the doctor confirmed the patient was treated on (B)(6) 2019 on their full face. The doctor used the 1550 wavelength energy 70mj, tx level #7, 2 passes; energy 50mj, tx level #7, 4 passes. A total of 6 passes to the lower face. No system errors and nothing out of the ordinary occurred during the treatment. When the patient returned on (B)(6), they had immobility of the upper lip and was not able to smile. The doctor confirmed the patient had nerve damage in the nasal labial fold causing paralysis, edema and prolonged healing. The patient was treated with a warm compress, gentle massage, hivamat treatment on (B)(6), deep oscillation and injection of vitamin b12 in the right arm. They were instructed to repeat the b12 supplements every day. Between (B)(6) there was no visible difference with the paralysis; however, there was a reduction of edema. Available pictures were reviewed. No apparent swelling or edema is visible in the pictures labeled as before and after the procedure. The doctor confirmed they do not expect any permanent damage or scarring.